Event description:
It was reported that the doctor used the dermahooks and they snapped. He tried several of them and they keep snapping.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg lot# 73k1800935 was manufactured on 11/05/2018 a total of (B)(4) pieces. Lot was released on 11/09/2018. DHR investigation did not show issues related to complaint. The customer returned three representative samples of 382805 dermahook 1/2 hook 10 pkg/bx 6 hks/pkg for investigation. The actual sample was not returned. The returned samples were visually examined with and without magnification. Visual examination revealed that the returned samples appear typical. A functional test was conducted to test the strength of the returned samples. Each dermahook was attached to a force gauge via the t hermoplastic elastomer (tpe) band and stretched to measure the amount of force on the band. The tested dermahooks yielded the following results: first representative sample 1st tpe band: 3.29 lb-force without breaking. 2nd tpe band: 3.71 lb-force without breaking. 3rd tpe band: 3.43 lb-force without breaking. 4th tpe band: 3.28 lb-force without breaking. 5th tpe band: 2.44 lb-force without breaking. 6th tpe band: 2.88 lb-force without breaking. Second representative sample 1st tpe band: 3.42 lb-force without breaking. 2nd tpe band: 3.73 lb-force without breaking. 3rd tpe band: 3.45 lb-force without breaking. 4th tpe band: 3.87 lb-force without breaking. 5th tpe band: 3.53 lb-force without breaking. 6th tpe band: 3.38 lb-force without breaking. Third representative sample 1st tpe band: 3.26 lb-force without breaking. 2nd tpe band: 2.85 lb-force without breaking. 3rd tpe band: 2.83 lb-force without breaking. 4th tpe band: 3.49 lb-force without breaking. 5th tpe band: 3.32 lb-force without breaking. 6th tpe band: 3.04 lb-force without breaking. The following equipment was used during testing: force gage, equipment ID: 10122688 / c05262, calibration due: (B)(6)2020. Ruler, equipment ID: 10171599. None of the samples broke during testing. According to d023656 rev. 01, "the force required to stretch the band (B)(4) shall be between 0.64 and 0.94 lbf" and "the force required to stretch the band (B)(4) shall be between 0.73 and 1.07 lbf." All dermahooks tested met the requirements. The dermahooks were even stretched greater than 300% and all were able to withstand at least 2.44 lb-force without breaking, which far surpasses the requirements. No functional issues were found with the returned samples. Specifications per graphic 14-2-001470 rev. 01 and the dhf for this product, d001915 rev. 03, were reviewed as a part of this complaint investigation. A corrective action is not required at this time since no functional defects were found with the returned samples. Three representative samples were returned. The actual sample was not returned. The reported complaint of "rubber bands breaking" was not confirmed based upon the samples received. Three representative samples were returned, but the actual sample was not. A functional test was conducted to test the strength of the returned samples. The strength of the tpe bands was tested against the design specifications and all dermahooks tested far surpassed the requirement. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned dermahooks. Since only representative samples were returned, the root cause of this complaint issue could not be determined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor used the dermahooks and they snapped. He tried several of them and they keep snapping.